Event description:
It was reported that upon pulling the #4 pin, the pin broke off of the wire at the hub of the pin and retracted back into the catheter. After dismantling handle the physicians dissected the tubing in which the #4 wire was stuck and pulled it out, deploying the ipsilateral limb. The graft was successfully implanted. The device has not been returned for evaluation or confirmation.